Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer uses apidra insulin within their cartridges. The customer's blood glucose (bg) levels ranged between 300-400mg/dl. Multiple supply changes were performed to resolve the occlusion.